Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h11. H11: the device was received for evaluation. During functional testing, " failed downstream occlusion test." Was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of the event history log was completed and in the last days of customer use, multiple occurrences of "downstream occlusion!" Alarms were observed, however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor was out of specifications . The force sensor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.